Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose levels of 23 mmol/l. It was reported that the customer was treated with manual injections. It was reported that the customer had current blood glucose levels of 10.6 mmol/l. It was reported that the meter was reading blood glucose as 7 mmol/l. Troubleshooting was performed. It was reported that the customer does not alleged that the insulin pump under deliver the insulin. There were no leaks or air bubbles. There were no site or insulin issues. Product will not return for analysis.